Event description:
Procedure type: rectum resection. According to the reporter: during firing the safety broke. The staple line was incomplete and the staples were malformed. An ileostomy was set up to the pt. Bleeding under 500cc occurred as a result.